Event description:
Patient undergoing surgical procedure and required absorbable suture. When the or staff pulled the suture asked for by the provider, she pull the non-absorbable version of the same brand. The provider used the incorrect suture on the patient requiring a return to surgery to remove it and replace it with the absorbable suture. The packaging on the non-absorbable suture has a green colored strip at the top but the words below describe it as blue. The absorbable suture has no colored strip but states green on the front of the package. Both sutures are stored next to one another and labeled on the shelf correctly. Appears human error occurred with this 'look alike, sound alike" product.